Event description:
It was reported that the patient presented after experiencing pectoral stimulation on various occasions over past few months. It was noted that the lead exhibited low impedance and high capture threshold. The stimulation was not resolved.